Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with moderate calcification. The 014 whisper guide wire (gw) was advanced to the target lesion; however, the hydrophilic coating on the guidewire expanded after 15 minutes of use, causing the guidewire to get stuck with the intravascular ultrasound catheter (ivus). After removal of the device, the procedure continued using a non-abbott gw. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The guide wire was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report the following information was provided: the procedure was to treat a bifurcation with a kissing balloon technique. The procedure happened a long time ago and many details are unknown. No additional information was provided.